Event description:
Lap oophorectomy- "noticed through procedure port began leaking, only 5mm instruments being exchanged through port, when putting scissors through port wouldn't go down cannula, upon observation instrument shield was down the cannula preventing instrument from passing through." Patient status - "fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the shield was dislodged and had a puncture through one of the petals. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The dislodgement and damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.